Event description:
It was reported that during the pre-test, if the water did not drain completely or the syringe was not inserted deeply enough, it won't reach the rubber tube.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, no abnormalities were identified on the returned syringe. The syringe was able to fit securely into the catheter valve. While additional force was required to insert the syringe tip into the valve until it reaches the rubber tube, no signs of damage or leakage were observed. The catheter balloon was successfully inflated and deflated during testing. Investigation has been documented under CAPA # 12019687. A potential root cause for this failure could be operator error or defect from vendor/supplier. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, if the water did not drain completely or the syringe was not inserted deeply enough, it won't reach the rubber tube.